Manufacturer narrative:
The patient experienced peritonitis and was hospitalized for the event 14 days before the receipt of this report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics (further details not reported) for peritonitis. At the time of this report, the patient had recovered from the peritonitis event and pd therapy was ongoing. No additional information is available.